Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed an "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient manages her diabetes with glipizide pills, humulin 70/30 insulin and lantus insulin. It is not known if the patient made changes to her usual diabetes management routine. A week after the start of the alleged issue, the patient claims she had "high blood sugar" and was tired. On the morning of (B)(6) 2012, the patient reportedly visited her physician's office and obtained a blood glucose result of "310 mg/dl" with the physician's meter. The patient was administered 15 units humulin 70/30 insulin as treatment. The alleged issue was not resolved with retesting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, developed symptoms suggestive of a serious injury and received treatment from a health care professional (hcp) after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.